Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the lock failed to latch. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager locking mechanism on the refrigerator required to be repaired, did not latch correctly and caused failure. The field service engineer checked the station, ran diagnostics, found no failures, resecured the latch, adjusted the door hasp, and tested the device multiple times to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.